Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed during the device inspection, that the electrosurgical generator high voltage power supply board and motherboard were defective. There were no reports of patient involvement.

Event description:
It was observed during the device inspection, that the electrosurgical generator exhibited an e433 error.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and device evaluation. Correction: b5, d9. Correction: h6 of the initial report-medical device problem code from "2292-defective component" to "1198 - electrical/electronic property problem". Additional information: h3, h4, h6, h11. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the error e433 was likely due to damage on the printed circuit board/high voltage power supply. Olympus will continue to monitor field performance for this device.